Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that there is blood oozing from hub of catheter one month after it implanted in the pt. The leakage occurred at the hub. Pt involved without injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.